Manufacturer narrative:
(B)(4): it was reported that the patient underwent a laparoscopic supracervical hysterectomy for uterus (symptomatic leiomyomatous uterus) weighing greater than 250 g and ventral hernia repair on (B)(6) 2011 and the uterus was morcellated for removal. Leiomyoma was confirmed by pathology.

Manufacturer narrative:
(B)(4). The device information for use under precautions states" caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex¿ tissue morcellator may lead to dissemination of malignant tissue. It is unknown if the actual device used in this patient procedure was in fact an ethicon morcellator. The event investigation is ongoing.

Event description:
It was reported by an attorney that the patient underwent a total laparoscopic hysterectomy to remove uterine fibroids, during which a tissue morcellator was used. Post-operative the patient was diagnosed with leiomyosarcoma. The patient underwent chemotherapy and other treatments. In (B)(6) 2013 the patient underwent a CT scan and was diagnosed with stage IV leiomyosarcoma which metastasized to the patient's lungs, liver, pelvis and brain. In (B)(6) 2014 arrangements were made for home hospice care. The patient died on (B)(6) 2014. No additional information was provided.